Manufacturer narrative:
(B)(4). UDI # n/a. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during the procedure, the distal tip of the cannulated driver fractured off in the head of the screw. The tip of the driver was removed from the screw; however, the head of the screw was now stripped and had to be removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products noted the tip of the hex driver fractured, confirming the complaint. The fractured component was sent to sem for fracture analysis. Sem analysis of the 2.5 mm hex cannulated screwdriver sample showed that it was suspected to have fractured due to bending overload. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 440 stainless steel. Microhardness was checked on the returned driver and noted the product is conforming to specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.